Event description:
The customer reported being hospitalized for low blood glucose five weeks ago. The blood glucose reading at the time of the call was 117 mg/dl. Troubleshooting was performed. The programming on the insulin pump was correct. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.